Event description:
This report summarizes 54 malfunction events in which the device had paint chips missing. 53 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h10. 54 previously reported events are included in this follow-up record. Product return status: 53 devices were evaluated in the field. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 54 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2023-01548. 53 previously reported events are included in this follow-up record. Product return status: 53 devices were evaluated in the field.

Event description:
This report summarizes 53 malfunction events in which the device had paint chips missing. 53 events had no patient involvement; no patient impact.

Event description:
This report summarizes 54 malfunction events in which the device had paint chips missing. - 53 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 54 events were reported for this quarter. Product return status 53 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information 54 devices were not labeled for single-use. 54 devices were not reprocessed or reused.